Manufacturer narrative:
The investigation into the thrombocytopenia and the renal failure issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As per the clinical details, doctor reported possible relation to the impella pump use during renal failure and thrombocytopenia. The cause of the thrombocytopenia issue was not determined due to insufficient clinical details. The cause of the renal failure issue was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received regarding a 73-year-old male who was escalated to impella 5.5 device for mechanical circulatory support. The notification was received from long-term outcome and quality indicator impella registry, which noted that worsening kidney failure and worsening thrombocytopenia occurred with a probable relationship to the impella 5.5 device used on a patient.